Event description:
On (B)(6) 2013, the lay user/patient in USA contacted lifescan to report the one touch ping meter¿s casing was damaged after the battery leaked into the battery compartment. There was no patient injury associated with this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.